Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that, during a rotator cuff repair, a twinfix 5.5 peek anchor broke. The procedure was completed with a back up device. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that three devices were returned together. Two devices had fractured anchors attached, indicating that those devices were related to the case. The third device did not have any identifying information and was missing its anchor and sutures. The first device had fractured below the eyelet and appeared to be bent. The second device had a crack at the eyelet and some bending. There was minimal debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ the complaint was confirmed. Factors that could have contributed to the reported event include use of excessive force, off-axis insertion, or inadequate preparation of insertion sites. No containment or corrective actions are recommended at this time.